Manufacturer narrative:
(B)(4). Concomitant medical products: biomet biolox delta hip system option ceramic head 40, type 16/18 taper catalog 650-1058 lot 366890, biomet option hip system taper adapter +3mm neck, type I taper catalog 650-1067 lot 692050, biomet g7 osseoti acetabular shell multi hole 60 mm, size g; g7 acetabular screws 6.5mm x 20 qty. 5; g7 acetabular screw 6.5mm x 30; g7 acetabular screws 6.5mm x 15 qty. 2; g7 acetabular screws 6.5mm x 25 qty. 2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07723, 0001825034-2018-07724, 0001825034-2018-07725.

Event description:
It was reported that 11 days post left hip revision arthroplasty, the patient underwent an incision and drainage, debridement, evacuation of hematoma, and revision of the acetabular liner, femoral head, and taper adapter due to persistent drainage. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical device: UDI number - (B)(4). No device was returned for evaluation. Review of provided patient operative notes confirms the reported event. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reproted event. Root cause was unable to be determined due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.